Event description:
It was reported by dealer that the pilot valve resistance gets high after running for 2 hours, and might be not shifting, the compressor is seized, and the sieve material is leaking out of the sieve beds on the irc5po2v concentrator.